Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th may, 2023 getinge became aware of an event with one of surgical lights - powerled. As it was stated, burns occurred around the neck of the nurse who used powerled installed at the hospital. The customer alleged that is was related to the usage of getinge device. The person involved was diagnosed with second degree burns,  was prescribed medicine and received skin burn treatment at the dermatologist. The outcome as described is consider to meet the definition of a serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Section f- previous importer contact - (B)(6). Section f- corrected to current contact- (B)(6). The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an event with one of surgical lights - powerled. As it was stated, burns occurred around the neck of the nurse who used powerled installed at the hospital. The customer alleged that is was related to the usage of getinge device. The person involved was diagnosed with second degree burns, was prescribed medicine and received skin burn treatment at the dermatologist. The outcome as described is consider to meet the definition of a serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the information collected, some burns occurred around the neck of a nurse after a prolonged exposure (4 hours), probably under 2 light beams. The patient was not affected by any burns. The optical tests are performed on the production line for all light heads manufactured, the measurement reports of the light heads involved ensure that the products are in conformity with the technical specifications. After the event, ee uv and the illuminance ec max were checked on the device involved; no anomalies were observed. Ee uv measurement was < 1 w/m² (ee uv indicated by the standard iec60.601.2.41 must be inferior to 10 w/m²), and ec max was < 130 000 lux (ec max indicated by the standard iec60.601.2.41 must be inferior to 160 000 lux). The burn was probably caused by a combination of a prolonged exposure and a photosensitivity. To prevent any incident, the powerled user manual includes the following warning: light is a form of energy that can dry out tissue, particularly if light beams from more than one light head are superimposed. Users must be vigilant and set appropriate illumination levels for each operation, in particular for long operations." Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.